Manufacturer narrative:
This report is for unknown screws/unknown lot number. The plate was originally implanted three months ago. Device is not expected to be returned for manufacturer review/investigation. (B)(4). All of the hardware was removed and replaced with new devices. Without a lot number, the device history record review and the investigation could not be completed; no conclusion could be drawn, as no product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Investigation summary: unknown screw - product was not returned and no lot number was provided. Based on the information available, this complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent revision of a plate on (B)(6) 2017 due to nonunion. The plate was originally implanted three months ago. All of the hardware was removed and replaced with new devices. The surgery was successfully completed with no surgical delay. This report is 2 of 2 for (B)(4).